Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that the surveillance was rebooting every time they discharged or transferred a patient. There was no patient incident.